Manufacturer narrative:
With very limited info and no return of the device at this point in time, a proper eval cannot be performed. A request for details of the incidents and the products have been requested and at the point the info is provided it will be forwarded.

Event description:
On three occasions the dilator broke inside the pt. He was able to successfully remove the broken part with no difficulty.